Event description:
Customer reported occlusion alarms. This caused the customer's blood glucose level to display as ¿high¿ a specific value was not provided. The school nurse assisted in administering a manual dose injection. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.